Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from may 04, 2019 - may 06, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking near the infusion port. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: five (5) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak between the spike port cap tube and the spike port bonding area of all samples. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.